Event description:
Emt's responded to a person, condition not reported. According to the reporter, when the device was powered up, a "call for service" message was seen on the display and the device would not operate. A backup device was called for and used and the pt was transported to the hosp. Pt outcome is unknown.